Event description:
It was reported that during an atrial fibrillation ablation a farawave catheter was selected for use. During procedure, due to the patients small left atrium, the catheter bent into a cobra shape several times, making it difficult to retract into the sheath. The entire system was withdrawn from the patient. Since the catheter could not be removed from the sheath, both the faradrive sheath and the farawave catheter were replaced. The procedure was subsequently completed successfully without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
When the catheter was first received at boston scientific's post market laboratory it was first visually inspected, and it was discovered that one of the splines of the catheter was still inverted and the guidewire lumen was no longer attached to the tip of the array. Due to this damage, they were not able to functionally test the deployment or undeployment of the catheter. When the catheter was inspected under a microscope there was no defect found with the welding that would have been present between the guidewire lumen and the catheter array tip, indicating that the separation likely occurred due to stresses put on the catheter during use. Based on all available information boston scientific confirms the allegation in the complaint that the catheter was likely difficult to withdrawal and the damage present on the catheter likely occurred during forceful manipulation of the catheter, likely in an attempt to withdraw the device into the sheath.

Event description:
It was reported that during an atrial fibrillation ablation a farawave catheter was selected for use. During procedure, due to the patient's small left atrium, the catheter bent into a cobra shape several times, making it difficult to retract into the sheath. The entire system was withdrawn from the patient. Since the catheter could not be removed from the sheath, both the faradrive sheath and the farawave catheter were replaced. The procedure was subsequently completed successfully without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.